Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the titanium tip of the device broke during the procedure. Changed another one to complete the procedure. There were no adverse consequences for the patient.